Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A system log review was performed by an isi senior failure analysis engineer (fae). Per the fae, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unknown period of time. The cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy, a patient experienced a pneumothorax. As a result, a chest tube was placed and the patient was hospitalized for an unknown duration. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been received.